Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was thought to be hit during an ablation procedure. The lead was then explanted and replaced to ensure therapy remained available. No additional adverse patient effects were reported.